Event description:
The patient reported volume discrepancies at the last two refills. The expected reservoir volume (erv) was 2.0 ml, but the actual reservoir volume (arv) was 4.0 ml at one refill and 7.0 ml at the second refill. Add'l information received indicated the patient complained of increased pain. The pt subsequently had their pump and catheter replaced. The patient recovered without sequela. The drug contained in the pt's pump was dilaudid (50 mg/ml) delivering 6 mg/day. See manufacturer's report # 6000030-2007-01476.

Manufacturer narrative:
The catheter was returned in two pieces. Final device analysis revealed the most distal piece of catheter has small holes 6.9 cm from the distal end; consistent with procedure related.